Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure of a branch of the transverse sinus for the treatment of dural arteriovenous fistula, deltaplush coil (cpl100306-30/g12704) unintentionally detached into an unspecified y-connector although no detachment was attempted at that time during attempt to resheath. Therefore, the deltaplush was safely removed from the patient and was replaced for a new one (cpl100306-30, lot unknown). Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the excelsior sl10 microcatheter (stryker, type unknown) was re-shaped or not. The complaint product is going to be returned for evaluation. Characteristics of the vessel were not calcified and mildly tortuous, and no additional information is available. As viewed through the returned packaging, it was observed that the device positioning unit (dpu) and introducer sheath were returned separated. It was also observed that the coil was not returned. A complete search of the returned packaging and the device failed to find the detached coil. Also, the distal section of the tip coil was bent in multiple sections. The separation of the coil from the dpu via the detachment fiber was mechanical in nature. The instructions for use (IFU) recommends, ¿caution: pulling the exposed microcoil through the rhv grommet may damage the coil.¿ in addition, without the return of the missing coil, the sl-10 microcatheter, and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, and the returned device, the reported event was confirmed, but without the entire system involved in the event, the cause could not be determined. Procedural factors may have impacted the event, and the DHR indicated that the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During the coil embolization procedure of a branch of the transverse sinus for the treatment of dural arteriovenous fistula, deltaplush coil (cpl100306-30/g12704) unintentionally detached into an unspecified y-connector although no detachment was attempted at that time during attempt to resheath. Therefore, the deltaplush was safely removed from the patient and was replaced for a new one(cpl100306-30, lot unknown). Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. He complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the excelsior sl10 microcatheter (tryker, type unknown) was re-shaped or not. The complaint product is going to be returned for evaluation. Characteristics of the vessel was not calcified and mildly tortuous, and no additional information is available.